Manufacturer narrative:
Customer's meter was requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported receiving imprecise fs lite meter readings of 195mg/dl, 50mg/dl and 51mg/dl obtained within a ten minute time frame. When plotted on the parkes error grid the results fell within the "c" zone showing the difference in values is considered clinically significant. In addition, the customer stated that at the time the reading of 195mg/dl was obtained he felt "hot and clammy". Customer was reportedly advised by a physician friend to take a "glucose tablet" and he ate food to help alleviate his symptoms. No emergent medical treatment or third party medical intervention was required. There was no report of death or permanent impairment associated with this report.